Event description:
The patient reported that the up button of the infusion device is damaged and the infusion device does not properly display the a2 (battery low) alert. No blood glucose issues were reported. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.